Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The optic was cut through the center into two pieces, typical of damage created to remove the lens from the eye. The optic edge has a broken area. The broken area was not returned. The account indicated the use of a qualified associated cartridge and handpiece. It is unknown if a qualified viscoelastic was used. The lens was returned cut into two portions, typical of damage created to remove the lens from the eye. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the, 22.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced visual disturbances. The iol was explanted and exchanged in a secondary procedure for non company lens. No further information available.